Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. In addition, poor electrical contacts of the switch was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not displayed upon connection of the camera, model ch-s400-xz-eb to the olympus, model otv-s400. There was no patient injury, associated with the problem, reported to olympus. Report (B)(6) is submitted for the device model, ch-s400-xz-eb, 4k camera head. Reference report patient identifier (B)(6), submitted for the device model otv-s400.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the cause of no image occurred from a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "caution: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged. Caution: to prevent switch malfunction, never push the one touch auto focus switch using sharp-tipped instruments, such as tweezers.". Olympus will continue to monitor field performance for this device.